Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the shock impedance measurements have been high since implant. Rhythmcare then recommended performing an x-ray to evaluate device position and provided further troubleshooting options. This device remains in service. No adverse patient effects were reported.